Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act button on the insulin pump is not responding. Customer stated that the she went to deliver an insulin bolus and the screen was frozen on the main menu. Customer removed the battery and received a button error alarm. Customer does not recall any significant events leading to the alarm or if a button was pressed for long. Blood glucose value is 141 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored with a test keypad. The time clock advances and no frozen display noted. The device was received with no button response due to corrosion on keypad traces. No button error alarms noted during testing. The unit had minor scratches on the lcd display window and cracks on the reservoir tube lip.